Manufacturer narrative:
(B) (4): device is not being returned for evaluation.(B) (4)

Event description:
Excessive shedding of blades. The sites were flushed but the surgeon is not 100% certain that all material was removed. Marketing was present for cases, it was confirmed the surgeon was using the wrong blade for what he was trying to accomplish; recommended either using a bone cutter or the 5.5 full radius elite. Also recommended that they use mode 1 at about 1700 rpm and to start with the blade in the full open position.